Event description:
Patient underwent laser retinopexy of retinal tear on (B)(6) 2021. An ophthalmic fundus lens was used. The clear footplate of the lens became disconnected and remained on the surface of her eye, causing irritation. She returned on (B)(6) 2021 complaining of blurry vision. The clear lens was removed and her symptoms resolved. FDA safety report ID # (B)(4).